Event description:
According to the reporter: the needle toggled once then detached from the device. It did not fall into pt cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.